Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated the patient had rescue tape on the majority of the external driveline, suggesting that there is damage to the outer silicone jacket of the driveline. This damage could not be confirmed as no photos were submitted and heartmate ii lvas, serial number (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted system controller log files appeared to capture the pump functioning as intended above the low speed limit. Pump power ranged between 4.7 and 7.4 w, estimated flow ranged between 3.4 and 8.1 lpm, and average pi ranged between 3.1 and 6.8. No pump-related issues were noted in the submitted data. It was reported that no alarms occurred upon manipulation of the driveline. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on vad-13464 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a driveline fault. The patient had rescue tap to majority of external driveline, and no alarms were noted with manipulation of timeline. Log file analysis confirmed 104 driveline faults from (B)(6)to (B)(6). Hmii controller is in manufacturer report number #2916596-2020-01630.